Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump a missing graphic design of the address and serial number label, a cracked case at the display window corner, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while she was on her way home from the beach. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the insulin pump was in her back pocket so a button may have been pressed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.